Event description:
Additional information received on 6/6/2025 for report mw5170849 to update the manufacturer name.

Event description:
The bovie tip from the pre-packaged cesarean section pack from cardinal health cause a small spark during use. This occurred in two different packs. Reference report mw5170848.